Event description:
The caller reports during installation of the tube the cuff did not maintain the pressure, which led to a desaturation of the patient. The caller confirmed that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.